Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. The customer reported that the x2 had very soft sound on start-up, but did not have sound during monitoring/alarming with a "speaker malfunction" inop displayed on the device. The bench repair technician (brt) confirmed the customer's allegation. The brt determined that the speaker assembly was faulty and the cause for the reported issue. The speaker assembly was replaced and the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction on the intellivue multi measurement server x2. It is unknown if the device was in use at the time of the reported issue. No death or patient / user injury or harm was reported.